Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The healthcare facility reports that following implantation of the c-flex aspheric 970c iol a fiber was observed to be wrapped around the iol haptic. The c-flex aspheric 970c iol was implanted with a rayner single use soft-tipped disposable injector (model: r-inj-04). The healthcare facility has confirmed that they were able to remove the fiber from the iol haptic using an mst instrument. There was no harm to the patient as a result of this event. The product has not been returned for inspection; however, based on the description provided we suspect that the fiber present on the lens haptic post injection is material from the injector. Our review of production records for the c-flex aspheric 970c iol batch (B)(4) showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the c-flex aspheric 970c iol (september 2016) was carried out to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the c-flex aspheric 970c iol batch (B)(4).

Event description:
On (B)(6) 2018, rayner intraocular lenses limited received notification from a us healthcare facility of an event that occurred during implantation of a c-flex aspheric 970c iol with a single use soft-tipped disposable injector (model: r-inj-04). The event description provided states that on implantation a "fiber was wrapped around the iol haptic".